Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2017 and the patient was reimplanted with another cochlear device.

Manufacturer narrative:
This report is filed on november 30, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.